Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the supplies on the pump. After the last occlusion, the customer disconnected the tubing and observed insulin exiting the tubing. The tubing was reconnected to the site and the remainder of the bolus was delivered without another occlusion alarm. The customer's blood glucose (bg) ranged from 233 to 250. A bolus via the pump was used to address the bg level. The customer's bg continued to elevate to 358 mg/dl. The customer stated that the pump settings had been recently changed and the healthcare provider (hcp) thought that the type of infusion set may be the cause of the high bg. The customer reverted to using insulin injections to manage diabetes until further discussion with the hcp regarding the type of infusion set used was held.